Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the right head brake casters would not lock and could not be adjusted. The tech replaced the casters to repair the bed.